Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. This report is submitted on 8 january 2021.

Manufacturer narrative:
This report is submitted on june 24, 2021.

Manufacturer narrative:
This report is submitted on december 8, 2020.

Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (specific date not reported). Explant and reimplantation is planned but has not yet taken place at the time of this report.